Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during annual device check in clinic, atrial noise reversions and inappropriate auto mode switch episodes due to atrial lead noise were observed. Noise was not reproducible in clinic. No intervention was performed. Patient was asymptomatic and will continue to be monitored.